Event description:
Health professional reported an alleged band leak with a lap-band device. Follow up findings: health professional reported "it is not clear whether [the patient's] band is leaking." The patient is "feeling no restriction." The physician conducted a "dye study [and] could not see a leak." Follow up findings: health professional reported that the dye study is referring to a fluoroscopy. The device remains implanted and explant surgery has not been scheduled. The port serial number was requested, but the reporter had no further information.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter had no further information regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."